Manufacturer narrative:
Cantasdemir, m. Et al. (2012). The use of onyx for embolization of peripheral vascular malformations in pediatric patients. Pediatric surgery international, 28(5), 477-487. Doi:10.1007/s00383-012-3052-3 the onyx will not be returned for evaluation as it remains in the patient. The onyx model and lot numbers were not provided. The article provided limited information on this event. A cause for the reported onyx migration resulting in embolization of an unintended location could not be conclusively determined.

Event description:
Medtronic literature review found a of onyx embolization of an unintended location. The purpose of this article was to evaluate the efficacy of endovascular embolization of peripheral congenital vascular malformations using onyx in pediatric patients. The authors retrospectively reviewed the records of 16 patients who underwent 25 onyx embolizations of peripherals vascular malformations. The mean age of the patients was 12.3 years; 10 patients were female, 6 patients were male. The article states that patient 3 underwent onyx embolization (6ml) of a high-flow vascular malformation in the right calf. Prior to embolization, the patient had been experiencing pain, swelling, erythema, and discoloration. Onyx embolization resulted in incomplete embolization (significantly reduced flow) of the vascular malformation. In addition, the article states that during the procedure, reflux resulted in anterior and posterior tibial arteries occlusion. Post-procedure, the patient experienced worsening of skin condition, which was likely the result of nontarget embolization. In addition, the patient experienced peripheral ischemia. The patient was referred to undergo plastic surgery and was treated with total excision of the lesion and reconstruction with free latissimus dorsi muscle transfer. The article did not report any technical issues during onyx embolization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.